Event description:
The customer reported experiencing high blood glucose for the past month, and she was hospitalized due to high blood glucose. The customer attributed her high glucose level to her respiratory infection. Troubleshooting was performed, and the drive support cap was not protruded. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-98987.